Event description:
The manufacturer received information from uno legal litigation in reference to a rep dreamstation CPAP with an allegation of nose irritation, skin irritation, respiratory tract irritation, inflammatory response, cancer and other. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a rep dream station CPAP with an allegation of nose irritation, skin irritation, respiratory tract irritation, inflammatory response, cancer and other. The manufacturer was made aware of this complaint through a representative of the customer. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. During the evaluation there was no error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and no visible foam degradation and unit got corrected. Box: h has been updated